Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing of ventricular tachycardia. It was observed that there was under-sensing of supraventricular and ventricular tachycardia episodes, which resulted in appropriate pacing. Pacing and tachycardia therapies were disabled via programming. The patient was stable.